Event description:
Portion of rubber seal had broken off when obturator was inserted into cannula. The piece of the rubber fell through the cannula into the body. The surgeon retrieved the piece with no impact to the pt.